Event description:
Caller states that on one occasion, a patient tested 146mg/dl on the device while unconscious. The lab result was 34 mg/dl. The timeframe between results was 30 minutes. Patient was reportedly given a glucose IV. On another occasion, the caller reports that a patient tested 70 mg/dl on the paramedic's device, 89mg/dl on this device, and 56mg/dl on a lab test. No treatment information was provided for this incident. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.